Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump settings were completely erased and a black dot was visible. It was also reported that the insulin pump stopped delivering the customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and was able to reprogram the device and the insulin pump started working. It was reported that the issue happened twice. Advised to return the insulin pump for analysis. The insulin pump was returned for analysis.